Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the black box revealed a ¿call service 69¿ failure written as a ¿cs87¿. The returned battery cap and cartridge cap were used to complete the investigation. During investigation, a ¿(cs) 69¿ alarm was reproduced upon the first rewind attempt. The remaining steps were unable to be completed due to a component failure found on the pcb. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the text on display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service (cs) alarm issue. The reporter alleged during a call service 069 alarm, the patient was unable to resume insulin delivery from the vibe insulin pump. The patient reportedly ran out of long-acting insulin and went to the doctor to obtain additional supplies, but was not seeking treatment for high blood glucose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.